Event description:
It was reported that on (B)(6)2023, a 20mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time (act) levels were >400 seconds and it was reported they were administered heparin. There was no report of the device being completely retracted into the delivery system. It was reported there was some difficulty experienced implanting the device but only one manipulation was reported. The patient remained hemodynamically stable throughout the procedure. It was later reported that on (B)(6)2023, the patient experienced pericardial effusion. It could not be confirmed if the patient was given treatment for pericardial effusion. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.